Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when an attempt was made to remove the protective sheath from the 3.5 x 8 mm nc trek balloon catheter, resistance was felt, and the protective sheath could not be removed. During the attempt to remove the sheath, the catheter became stretched. This occurred during preparation for use, and the device was no longer used. A new nc trek balloon catheter was used without issue. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.